Manufacturer narrative:
Calibration and qc recovery were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted with a value of 198.1 miu/ml, which was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting with a value of 8.30 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg reagent lot number was 329446. The reagent expiration date was asked for, but not provided. The field service engineer could not determine a cause. He reviewed the system and found no issues.